Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips would not hold on the vessel. The clips fell into the patient but were retrieved. They only fired six clips from the device. Another device was used to complete the case with no patient consequence. The device was discarded.